Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope was leaking brown water after flushing the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. Based on the results of the investigation, the foreign material could not be identified and it was unknown when the foreign material adhered. It was not confirmed if the reprocessing of the foreign material residue point deviated from the instruction manual. There was a leak from the forceps channel. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue was found during reprocessing. There was no patient involvement.